Event description:
The angled long saber attachment was sent for evaluation due to overheating while being tested by the service tech during a routine field service maintenance visit. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual and functional inspection found that the bearings did not rotate smoothly due to broken down lube.